Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the lumen and balloon. Microscopic investigation found a pinhole in the balloon material 12mm from the tip of the device. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 7.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.